Manufacturer narrative:
Correction: the lead's helix damage was reported in error and should not have been reported.

Event description:
New information received indicates that the rv lead was unable to be implanted after several attempts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the right ventricular (rv) lead had damaged. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned with the helix found bent and clogged with blood. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing was normal.